Event description:
It was reported by service report that the head end lift siderail was unable to be locked in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link.